Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator driver pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system displayed an interlock broken error in the middle of a case. Another system was used to complete the case. There was no report of pt injury.